Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (30 mg/dl) in the mornings and the customer was in the hospital on (B)(6) 2016. The contact believed that the pump settings were set too high. Although requested, the date of admission, discharge and treatment were not provided. The contact indicated that as the customer was incarcerated, the customer had reverted to using manual insulin injections to manage diabetes.